Event description:
On 01 august 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, there was a brief period of instability in the system which may have contributed to the differences in bg/sg observed by the user. User was advised to complete the initialization phase. After sucessful completion of the initialization phase, the system started to improve. User was contatcted multiple times to see if they were comfortable with using the system but they remained unresponsive so the case was closed.